Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 587 mg/dl at the time of incident. The customer reported via phone call that the insulin pump had motor error. Customer reports they were able to clear the alarm. Customer states they are unable to rewind the insulin pump. Customer states drive support cap appears to be normal. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.